Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with symptoms of shortness of breath, fatigue, and weakness. The patient also experienced a shock on (B)(6) 2017. The patient then presented to the emergency room where the device was interrogated, and it was noted the shock was an inappropriate shock for atrial fibrillation with rapid ventricular response. The patient was admitted to the hospital on (B)(6) 2017 and given diuretics as well as treatment for a urinary tract infection. The patient was discharged on (B)(6) 2017 with a home medication regiment.